Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for a transient ischemic attack (tia). The pt was discharged to home the following day. The pt remains ongoing.

Manufacturer narrative:
The pump is still in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.